Manufacturer narrative:
(B)(4) - the patient's medical records were received and reviewed. There is no documentation in the medical record supporting a possible association between the liberty cycler and the events of peritonitis, clostridium difficile infectious diarrhea, and necrotic left heel decubitus ulcer. However, there is a probable association between patient¿s co-morbid disease of diabetes mellitus, peripheral vascular disease, and decubitus ulcer. Also, there is a probable association between the event of clostridium difficile infections diarrhea and the administration of antibiotic therapy. Further information has been solicited. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's contact reported that the patient had a high temperature (fever) and requested assistance to cancel cycler set-up (prior to connecting). Additional information received from the patient's peritoneal dialysis (pd) nurse confirmed that the patient had presented to a hospital¿s emergency department with diarrhea, confusion, fever, and was admitted on (B)(6) 2016. Review of medical records revealed admitting diagnosis of clostridium difficile infectious diarrhea and necrotic left heel decubitus ulcer.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the patient event.

Event description:
A peritoneal dialysis patient's contact reported that the patient had a high temperature (fever) and requested assistance to cancel cycler set-up (prior to connecting). Additional information received from the patient's peritoneal dialysis (pd) nurse confirmed that the patient had presented to a hospital¿s emergency department with diarrhea, confusion, fever, and was admitted on (B)(6) 2016. Review of medical records revealed admitting diagnosis of clostridium difficile infectious diarrhea and necrotic left heel decubitus ulcer.